Event description:
It is reported that a customer experienced high blood glucose of 409 mg/dl. The customer was treated for the high blood glucose with a correction bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting the insulin pump by removing the reservoir and rewinding the pump. The customer's insulin pump passed test functions and worked as designed. The customer stated that they will call their health care provider but then the phone was disconnected. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.